Manufacturer narrative:
Integra has completed their internal investigation on june 17, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; there are impacts and friction on the tube coating. The device did not passed the electrical test. There is no issue for assembling with the returned sleeve: no friction between the tube and the sleeve. DHR review; no nonconformity for this lot. Complaints history; no complaint for this lot. Conclusion: the most probable cause of this defect is a shock or scratching on the coating during the use or the reprocessing. The IFU recommends to "make a visual inspection of the instrument and the cable to ensure that the electrical insulation is in good condition".

Event description:
It was reported that the inserter's sheath was defective after few sterilizations. The product was in contact with the patient however, no patient injury was reported. The event lead to 1 hour surgical delay. No further information available.